Event description:
Information received by medtronic indicated that the retainer ring was damaged. No harm requiring medical intervention was reported. The device will be returned for analysis

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
On (B)(6) 2021 customer alleged insulin pump has cosmetic damage (damaged retainer ring). Device p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: partially detached retainer, cracked retainer, pillowing keypad overlay, broken belt clip rails, cracked keypad overlay, and cracked case above arrow and battery icon. In summary, customer allegation for cosmetic damage (damaged retainer ring) was confirmed during visual inspection where partially detached retainer and cracked retainer was noted.